Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue replaced the drive manifold assembly to resolve the issue. The stm performed the leak test and the drive manifold passed the leak test. The stm ran the unit on the trainer and if performed without issue. The stm performed a complete system checkout and the unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) the drive manifold failed the leak test. There was no patient involvement, and no adverse event reported.

Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) the drive manifold failed the leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: e1 (initial reporter name).